Event description:
On (B)(6) 2013, the patient was treated for thoracic aortic aneurysm using a conformable gore tag thoracic endoprosthesis. There was a penetrating atherosclerotic ulcer 1 cm distal to the left subclavian artery and a thrombus up to the subclavian artery. Landing and sealing zone to penetrating atherosclerotic ulcer was approximately 1.3 cm from the carotid artery to the subclavian artery (in total 2.3cm). Proximal end of conformable gore tag thoracic endoprosthesis was positioned at the carotid artery with a planned covering of the left subclavian artery. Implantation succeeded as planned. During deduction of anaesthesia, the patient developed rigid pupils on the left side. Bilateral brainstem infarction was diagnosed. Cause of infarction is unknown. Computerized tomography showed that the conformable gore tag endoprosthesis was placed directly distal to the left carotid artery as intended and the device fitted circular to the aorta wall.